Event description:
It was reported that the right atrial (ra) lead was found to be dislodged. During the procedure to correct the dislodgement the set screw was retracted too far and lodged under the grommet. While removing the screw it was dropped and the physician decided to explant and replace the device. The lead remains in use. Patient is enrolled in the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that there was a missing set screw part.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that there was a missing set screw part.

Event description:
It was reported that the right atrial (ra) lead was found to be dislodged. During the procedure to correct the dislodgement the set screw was retracted too far and lodged under the grommet. While removing the screw it was dropped and the physician decided to explant and replace the device. The lead remains in use. No patient complications have been reported as a result of this event.